Event description:
In an article published in the japan diabetes society on 2012, it was reported that the customer was hospitalized with diabetes ketoacidosis due to the breakage of a reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2013-04741.